Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately three years and ten eleven months following the implant of this transcatheter bioprosthetic valve, the patient was admitted due to dyspnea on exertion (doe), chest pain and acute on chronic congestive heart failure. She had previously been placed on a holter monitor due to worsened symptoms with her doe. The results of the holter monitor was unknown. Medication was administered for the patient's doe. Echocardiogram (echo) revealed mildly reduced left ventricular ejection fraction (lvef) at 45%, peak/mean aortic transvalvular pressure gradient of 80/51 millimeters of mercury (mmhg) with severe aortic stenosis and mild to moderate aortic insufficiency. The patient was evaluated for a valve in valve procedure. Transthoracic echocardiogram (tte) revealed worsening ejection fraction (ef), persistent valvular stenosis and concern for valve thrombosis. The patient was transferred to the intensive care unit (ICU). Echo revealed mild paravalvular leak (pvl). No treatment was reported. The patient's lvef reduced to 35-40%. Approximately three years and eleven months following the valve implant, echo revealed moderate aortic regurgitation of the valve. The patient had episodic bradycardia, then pulselessness with cardiac arrest lasting 30 minutes. Subsequently the patient died. Per the physician, the cause of death was cardiac arrest in association to decompensated heart failure and aortic valve thrombus. Per the physician, it is unknown if the valve cause or contributed to the event.